Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. Review of the patient's download data indicates the patient received one appropriate shock and two additional inappropriate shocks in response to oversensing of low amplitude cardiac signal and CPR/motion artifact on the date of passing. The device was started up at 07:29:40 on (B)(6) 2021. The patient's rhythm degraded to vf with motion artifact and electrode lead fall off at 10:06:39. The patient received the appropriate shock at 10:07:22. The patient's rhythm at the time of the shock was vf with motion artifact and electrode lead fall off. The patient's post-shock rhythm was asystole with p waves and motion artifact/electrode lead fall off. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient was in an idioventricular rhythm at 10 bpm with motion artifact and electrode lead fall off at 10:44:45. The patient's rhythm then degraded to asystole with CPR/motion artifact and electrode lead fall off. The patient received the first inappropriate shock at 13:43:22. The patient's rhythm at the time of the shock and post-shock rhythm were obscured by CPR/motion artifact. The patient received the second inappropriate shock at 13:43:45. The patient's rhythm at the time of the shock was obscured by CPR/motion artifact. The patient's post-shock rhythm was asystole with CPR/tactile/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient's rhythm was obscured by CPR/motion artifact at 13:49:53. The patient was in asystole with CPR/tactile/motion artifact at between 14:03:46 and 14:04:29. The patient was last seen in asystole between 21:04:48 and 21:06:39. The device was shutdown at 21:09:14.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 06/15/2015, belt 03/11/2021.